Manufacturer narrative:
As the device was out of specification due to wear and tear, it generally cannot be excluded that the device has contributed to the event. The interval of the supplier maintenance was exceeded for more than 8 years by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.

Event description:
Distributor informed our service department on the 12th of july that he wants to send in one of our products for repair. Attached was information about an incident. Further information about this incident was received on the 8th of november. Patient suffered a laceration.